Manufacturer narrative:
Internal file number - (B)(4). Corrections: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported inflation issue and balloon rupture appear to be related to case circumstances.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a carotid artery. A 5 x 20 mm viatrac plus balloon catheter was prepped outside the anatomy. The catheter was advanced to the lesion; however, when inflating the balloon there was a hole noted in the balloon and it would not inflate. The device was removed and a second viatrac was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.